Event description:
Anesthesia circuit had a knot in the internal co2 detection tubing. Manufacturer response for circuit, breathing (w connector, adaptor, y piece), vital signs¿ (per site reporter). From sunmed, "we have received 1 other complaint for this issue, complaint-[redacted], from [redacted]. Those are the only 2 complaints for the issue in the past 2 years. The knot is not a common occurrence. However, we are implementing corrective action to avoid this defect. A fixture is being installed in the assembly process to detect any knot in the tubing and halt manufacturing. The fixture is being implemented in change request #[redacted]."